Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs; patient treatment records were provided. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical director evaluated the reported patient treatment settings concluding the patient's reported sequela to be the result of operator error, aggressive treatment settings selected by the device operator. Lumenis concludes the probable cause for the events reported to be operator error: a failure on the part of device operator to select appropriate treatment parameters based on subject device IFU and device training.

Event description:
A user facility reported that one (1) patient sustained severe redness and pain following resurfx treatment with a lumenis ultrapulse laser. Additionally the user facility reported the patient was prescribed kenalog injections as medical intervention.